Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump attempted to deliver a 0 unit bolus that was then not recorded in the device's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a 24 hr duration test was successfully completed. No 0.00u boluses were recorded in the pump history during this time. A normal 10u bolus and a 10u audio bolus were successfully performed with no issues. No hypersensitive keys were observed on the keypad. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.